Manufacturer narrative:
(B)(4). The device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent partial excision on (B)(6) 2012 during which the surgeon noted a portion of the mesh had come into the bladder. Some of the mesh was destroyed by the laser fiber, and some had to be pulled off and separated from the bladder. It was reported that the patient underwent removal of the remaining mesh on (B)(6) 2017 during which the surgeon noted mesh adherent to the bladder wall, which was dissected and removed. It was reported that the patient experienced severe pain, organ damage, mesh migration, cramping, scarring, inflammation, nausea, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 8/26/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Corrected information: d7 - from (B)(6) 2012, to empty value since partial removal was done and not full mesh removal.